Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2017 a field service engineer (fse) adjusted the latch sensor on the wash unit cover to correct the reported issue. The aia-900 instrument was functioning as designed after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed from 07-nov-2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-900 operator's manual under section 3, analyzer overview, states: wash unit cover this cover is opened in order to carry out maintenance work on the wash probe. For details of maintenance work, refer to "section 11 daily maintenance and control". Under section 11, maintenance, the operator is instructed to ensure that the aia-900 is not running prior to opening the wash unit cover. The wash unit cover must be close prior to initializing normal instrument operation as well. The most probable cause was due latch sensor on the wash unit cover needing adjustment.

Event description:
On (B)(6) 2017 a customer reported being unable to lock the wash unit cover on the aia-900 instrument. The customer requested service in order to address the reported issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.